Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following. No obvious intraoperative complications were found. The patient had a postoperative episode of atrial fibrillation which was resolved with medications and there were no further complications. Follow ups included complaints of pain, numbness, intermittent chest soreness, and instability. A CT scan showed osseous gap of proximal manubrium at site of prior sternotomy, which correlated with the site of tenderness and may indicate delayed healing. After completing cardiac rehab, the patient reported persistent chest wall complaints, sporadic discomfort and abnormal sensations in the sternotomy region, minimal pain with movement, however, there were no limitations, crepitus or instability. A follow up exam and CT imaging concluded: exam and CT imaging are reassuring, no evidence of nonunion or healing complication. Reassured that his symptoms will almost certainly resolve with time. Patient later reported in another follow up that he was experiencing mild pain in the chest, sporadic discomfort in the chest wall, and a feeling of clicking in his ribs. The additional information that was received does not change the root cause of the investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00167, 0001032347-2021-00234. Full catalog name - unk sternalock blu 8 hole x plate. Concomitant medical products: item# unk sternalock blu 4 hole l plate; lot# unk; qty: 1. Item# unk sternalock blu 8 hole x plate; lot# unk; qty: 1. Item# unk 16mm screw; lot# unk; qty: 12. Item# unk 14mm screw; lot# unk; qty: 8. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial cardiac procedure with sternal closures approximately 1 year ago. Subsequently, the patient has been experiencing instability, discomfort, numbness, and popping. Attempts have been made and no further information has been provided.